Event description:
This spontaneous case was reported by a non-health professional and describes the occurrence of genital injury ("tens of thousands of women were damaged by essure / some of them have lost their reproductive organs") in female patients who received essure. The occurrence of additional non-serious events is detailed below. On an unknown date, the patients started essure. On an unknown date, the patients experienced genital injury (serious criteria disability and medically significant) and device deployment issue ("some complications have occurred as essure devices were not well placed"). At the time of the report, the genital injury and device deployment issue outcome was unknown. The reporter considered genital injury to be related to essure. The reporter provided no causality assessment for device deployment issue with essure. Company causality comment: this summary media report refers to a large number of female patients who had essure (fallopian tube occlusion insert) inserted and experienced tens of thousands of women were damaged by essure / some of them have lost their reproductive organs (interpreted as genital injury). Genital injury, serious due to medical significance, is anticipated in the reference safety information of essure. In the absence of specific information on individual cases (many of which may already be known from different sources), and considering the description of the event, a causal relationship with essure inserts cannot be excluded (related). This summary case was classified as incident because of permanent organ damage.

Manufacturer narrative:
This spontaneous case was reported by a non-health professional and describes the occurrence of genital injury ("tens of thousands of women were damaged by essure / some of them have lost their reproductive organs") in female patients who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced genital injury (seriousness criteria disability and medically significant) and device deployment issue ("some complications have occurred as essure devices were not well placed"). At the time of the report, the genital injury and device deployment issue outcome was unknown. The reporter considered genital injury to be related to essure. The reporter provided no causality assessment for device deployment issue with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 01-jun-2017 for the following meddra preferred term: genital injury. The analysis in the global safety database revealed 13 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 1-jun-2017: quality-safety evaluation of ptc. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.